Manufacturer narrative:
(B)(4). Concomitant medical products: p/n 51-103100 tprlc 133 type1 pps so 10.0 l/n 3211251, p/n xl-105933 arcomxl 32mm rlc lnr mrom sz23 l/n 304800, p/n 16-104152 rnglc+ ltd hole fin shl sz52 l/n 783050, p/n 163668 32mm mod head cocr -3mm neck l/n 160180. The devices were not returned for evaluation as it has not been indicated the patient was revised and the devices are assumed yet implanted. No further information has been made available. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports have been filed for this event. Please see: 0001825034 - 2017 - 06956, 0001825034 - 2017 - 06957, 0001825034 - 2017 - 06958, 0001825034 - 2017 - 06959. Device remains implanted.

Event description:
It was reported the patient experienced pain post-primary left total hip arthroplasty. No revision has been reported. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient experienced pain and limited range of motion post-primary left total hip arthroplasty. No revision has been reported. No further information is available at this time.